Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the issue was likely due to insufficient cleaning, disinfection, sterilization (cds) training according to the instruction for use for the facility staff. The instructions for use (IFU) provides the following guidelines: manual reprocessing: 1.4 precautions: warning: an insufficiently reprocessed endoscope and / or accessory may pose an infection control risk to the patients and / or operators who touch them.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) noted that during the reprocessing in-service, one of the technicians stated the mh-856 suction cleaning adapter was never used during the suction step of manual cleaning. The ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manuals. The customer was advised the mh-856 suction cleaning adapter must be used during the suction step during manual cleaning. The ess showed the customer how to properly use the suction cleaning adapter and perform the suction step according to the instructions for use. The ess reviewed cleaning, disinfection, and sterilization for the devices. The customer acknowledged understanding of the reprocessing steps. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service for the evis exera iii duodenovideoscope and the evis exera ii duodenovideoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the demonstration/in-service, the scopes were being reprocessed incorrectly. No patient involvement was reported. This complaint is related to patient identifier: (B)(6) (model: tjf-q190v / evis exera iii duodenovideoscope).